Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis found rv setscrew dislodged and full of septum material, consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.

Event description:
It was reported that the implantable cardioverter defibrillator set screw exhibited a performance issue. No further information was provided. The patient was stable.